Manufacturer narrative:
(B)(4). Batch # m54c55. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the device misfired? When the device misfired, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line interrupted/missing staples? If yes, was the staple line complete (full 60mm)? When the device misfired, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What was the bmi of the patient? Was the patient male or female? Was a leak test performed and if so, what was the result? Was buttressing material utilized? If so, which product? How long was the procedure prolonged? Was there any patient consequence of the procedure being prolonged? Were there any patient consequences or changes in the post-operative care of the patient as a result of the event? The analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a sleeve gastrectomy procedure, while using the echelon stapler, a misfiring occurred with the blue reload during stomach stapling. They used another blue reload to finish the procedure. Increase the time of the procedure with creation of stress on the surgeon and high risk of complications for patient. It also narrowed the lumen of the stomach.